Event description:
The customer's mother reported her daughter's blood glucose reached 477 mg/dl less than 8 hrs after the pod was activated. Upon further inspection, she noticed the cannula was not inserted into the infusion site and it was slightly curved like a banana.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.